Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to memory corruption. After the device was restored from backup mode, functional testing was performed and the device was found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.

Event description:
Prior to an device replacement due to normal elective replacement indicator (eri), the device was interrogated and was observed to be in backup mode. The event was resolved by explanting and replacing the device due to normal eri. The patient was stable.